Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that this avea ventilator has no alarms when turned on or when the alarm banners are displayed on the screen; there are no primary or secondary alarms. The customer stated that there was no patient involvement associated with this reported issue.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.